Manufacturer narrative:
Customer support recommended the customer perform a cuvette wash procedure with alk/acid wash and perform a creatinine precision run using biorad quality controls. The level 1 and level 3 quality control results were out of range. Subsequently, the customer calibrated the creatinine assays, which passed but the curve was bad. A field service representative (fsr) contacted the customer and instructed them to recalibrate the creatinine assay. A specific cause for the creatinine result issue could not be identified. The service history for the architect c16000 analyzer sn (B)(4) was reviewed and no contributing factors were identified on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated an elevated creatinine result. Patient 1: an initial creatinine result of 0.81 mg/dl was generated. The sample was repeated and an elevated result of 4.7 mg/dl was generated. There was no report of impact to patient management.